Manufacturer narrative:
(B)(4). Evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they are seeing air detection on the s5's with the fx oxygenator. *no known impact or consequence to patient.*product was not changed out.*unknown if the procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 2, 2017. (B)(4). A sample was not returned for evaluation and the lot number of the affected product was not provided; therefore, a complete investigation could not be performed and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.